Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, an unspecified number of units exhibited a missing sleeve on the non-patient end of the cannula. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-jul-2025. Investigation summary: bd received 20 samples for investigation. The evaluation of the returned samples did not reveal any needles with missing sleeves. Additionally, 10 retained samples were visually inspected, and no missing sleeves or extra cannulas were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: empty/missing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, an unspecified number of units exhibited a missing sleeve on the non-patient end of the cannula. No adverse impact was reported regarding the patient or user.